Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that cerebrospinal fluid (csf) didn't flow through the valve. According to the report, the device was never implanted.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, preimplantation, and leak testing. There was proteinaceous debris observed within the interior and exterior of the valve. However, the valve did not meet requirements for reflux testing. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.